Manufacturer narrative:
The device was discarded by the customer and, therefore, a physical investigation could not be performed to determine the exact root cause. The serial number cannot be confirmed. During the call to the ekos representative, the account provided an invalid serial number. While no patient impact or adverse event was reported, the patient underwent a second procedure to replace the device for pe treatment.

Event description:
On (B)(6) 2019, after 1 hour and 50 minutes of therapy, ICU nurse called with a dso on the drug port. The catheter was placed to treat a bilateral pulmonary embolism (pe). No aspiration on drug port reported. There was no patient movement noted or ekos catheter was not too tightly wound. Ekos representative informed the nurse that she needed physician orders to flush the drug port. After receiving orders from the physician, the nurse attempted to flush drug port with a 3cc syringe but was not successful. All efforts to flush the drug port were aborted. The nurse informed the physician who decided to replace ekos catheter. The patient was reported as stable and was awaiting to go back to cath lab and replace the right side ekos catheter. The device was not saved by the customer. While no patient impact or adverse event was reported, the patient underwent a second procedure to replace the device.